Manufacturer narrative:
A ge representative evaluated the system and reloaded software, reseated circuit boards, and reset memory nodes. The system operates as intended.

Event description:
The customer reported the system displayed a communication error and shut down. No pt injury was reported.